Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results.

Event description:
It was reported that the cvp value indicated on the monitor was over 200mmhg, although the expected value was around 10mmhg. There was no problem zeroing before use. It is unknown if the value and the pressure waveform correlated or if an error message was observed. The patient was not treated based on the incorrect value. There was no occlusion, leakage or kink noted. The monitor and cable were exchanged but the problem was not solved. Then the pressure monitoring kit for volume view was exchanged and the problem was solved. Patient demographic information requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
One dpt with pressure tubing was returned for evaluation. Dpt zeroed and sensed pressure accurately on the pressure monitor. Pressure reading met specifications and did not show any drift during output drift testing. Electrical testing showed that the dpt electronic components were intact because both input impedance and output impedance were within specifications. Zero-offset also met specifications. No visible defect from the dpt cable connector was observed. Pressure testing was performed at various pressure values, and in reverse order with ge pressure monitor and pressure gauge. Output drift testing was performed at 150mmhg pressure for 8 hours. Visual examinations were performed under microscope at 10x magnification. The customer report of pressure measurement issue could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on a monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patients clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.